Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified however there was no failure identified related to the high blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 354(mg/dl). The customer reported the suspected cause of the elevated bg level was likely due to a brownie they had consumed. The customer delivered a bolus via a backup pump. Reportedly, the customer has a backup pump and insulin pens available as alternate insulin therapy.